Manufacturer narrative:
The initial MDR was submitted with a 510k number but this device is exempt and does not have a 510k associated with it.

Manufacturer narrative:
Bdj received actual sample and photos from the customer facility for investigation in support of this complaint. The sample was evaluated and the customers' indicated failure mode for broken rubber sleeve with the incident lot was observed. A review of the manufacturing records (DHR) was completed for the incident lot and no issues were identified. Confirmed complaint. Bd was able to confirm the customers¿ indicated failure mode because the defect was evident in the testing of the returned sample and photos. Based on the investigation, the root cause / potential root cause for the damaged rubber sleeve was traced to the raw material batch provided by the rubber sleeve vendor.

Event description:
It was reported that the rubber safety sleeve was broke on a bd vacutainer® flashback blood collection needle, 22gx1", with a black shield. No serious injury, blood to mucous membrane exposure or medical intervention was reported.